Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon monorail ruptured at the lesion area. The procedure was successfully completed with a different device. There was no serious injury or adverse patient effects.